Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unknown system error (se) occurred on the home choice (hc) device during use. The home patient (hp) stated that they could not clear the alarm so they turned off the hc and when they started the hc back up the next day, they were able to do their day fill. The technical service representative (tsr) asked the hp if they could find out what se occurred, but the hp declined as they did not want to stop the hc to review the log. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.